Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this malfunction. There was no impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction recurs, and acknowledged understanding of these steps.